Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced multiple ongoing occlusion alarms. The customer attempted supply changes to address occlusion alarms, however occlusion alarms continued. Additionally, it was reported that the cartridge had fallen off the pump. Subsequently, customer was hospitalized on (B)(6) 2020 with a blood glucose (bg) level of 488 mg/dl and diabetic ketoacidosis. Bg was treated with intravenous insulin, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved. Reportedly, customer reverted to manual injections for insulin therapy.